Manufacturer narrative:
Suspect allograft is a medical device not tissue; information listed. Serial number of graft received - information entered into appropriate fields of follow up form. 08/28/2015: donor eligibility was determined by the medical director on (B)(6) 2013. Donor complies. Donor was a (B)(6) year old male whose cause of death was cardiac dysrhythmia due to asphyxia due to drowning. Relevant communicable infectious disease serology testing were nonreactive. The batch record review associated with the production of the complaint unit showed no evidence of errors, discrepancies, omissions or cgtp violations. Units associated with this donor were released as per mtf specifications. Tissue in-process bioburden and final sterility cultures are negative for growth. A total of (B)(4) units of dbx putty were produced; all units were distributed. Tissue trace information currently on file shows that (B)(4) of the distributed dbx units have been utilized. To date, one other unrelated breakage complaint involving a spacer produced from the donor has been received. No other adverse events have been reported. Implanted.

Event description:
The serial number of the dbx is currently unknown. Information has been requested. Per (B)(4), "pt required revision of previous surgery on (B)(6) 2014. At that time she had a plate removed at c4-c6 and had two one level acdf's done at the c3-4 and c6-7 level. The dbx putty along with hardware (plates & screws) were implanted at this time. The same acdf procedure was done at the c6-7 level. Pt was pleased with surgery until about 6 months out there was pain, she did not have significant bony fusion occurring at either level. Pt against surgeons wishes continued to smoke half a pack a day of cigarettes after this initial surgery. On (B)(6) 2015, the revision of this previous surgery occurred. Both vectra plates were removed without issue. Both levels were burred down to remove the cervical spacer which was mostly in pieces upon removal. Surgeon took a left anterior hip graft and cut spacers for c3-4 and c6-7 levels of approx. 7mm and graft was inserted into the newly prepared disc spaces. A 14 mm plate was inserted into the upper c3-4 level with two 4.5 x 12 mm self drill screws and four 4.5 x 14 mm self drill screws were placed until clips were visible. Surgeon was satisfied with the revised levels and placement of the implants. Xray confirmation showed good placement. 08/28/2015: graft serial number rec'd.

Event description:
Information has been requested. Per (B)(6), "pt required revision of previous surgery on (B)(6) 2014. At that time she had a plate removed at c4-c6 and gad two level acdf's done at c3-4 and c6-7 level. The dbx putty along with hardware (plates & screws) were implanted at this time. The same acdf procedure was done at the c6-7 level. Pt was pleased with surgery until about (B)(6) out there was pain, she did not have significant bony fusion occurring at either level. Pt against surgeons wishes continued to smoke half a pack a day of cigarettes after this initial surgery. On (B)(6) 2015, the revision of this previous surgery occurred. Both vectra plates were removed without issue. Both levels were burred down to remove the cervical spacer which was mostly in pieces upon removal. Surgeon took a left anterior hip graft and cut spacers for c3-4 and c6-7 levels of approx. 7 mm and graft was inserted into the newly prepared disc spaces. A 14 mm plate was inserted into the upper c3-4 level with two 4.5 x 12 mm self drill screws and four 4.5 x 14 mm self drill screws were placed until clips were visible. Surgeon was satisfied with the revised levels and placement of the implants. Xray confirmation showed good placement.

Manufacturer narrative:
On 08/28/15: suspect allograft is a medical device not tissue. Serial number of graft received - information entered into appropriate fields of follow up form. On 08/28/15: donor eligibility was determined by the medical director on 1/31/13. Donor complies. Donor was a (B)(6) year old male whose cause of death was cardiac dysrhythmia due to asphyxia due to drowning. Relevant communicable infectious disease serology testing were nonreactive. The batch record review associated with the production of the complaint unit showed no evidence of errors, discrepancies, omissions or cgtp violations. Units associated with this donor were released as per mtf specifications. Tissue in-process bioburden and final sterility cultures are negative for growth. A total of (B)(4) units of dbx putty were produced; all units were distributed. Tissue trace information currently on file shows that 94 of the distributed dbx units have been utilized. To date, (B)(4) other unrelated breakage complaint involving a spacer produced from the donor has been received. No other adverse events have been reported. On 10/29/15: conclusion: the case details and investigation findings were reviewed by mtf's medical director who found no evidence to indicate that the device caused or contributed to this event. This investigation is considered closed.

Event description:
The serial number of the dbx is currently unknown. Information has been requested. Per (B)(6), "pt required revision of previous surgery on (B)(6) 2014. At that time she had a plate removed at c4-c6 and had two one level acdf's done at the c3-4 and c6-7 level. The dbx putty along with hardware (plates & screws) were implanted at this time. The same acdf procedure was done at the c6-7 level. Pt was pleased with surgery until about 6 months out there was pain, she did not have significant bony fusion occurring at either level. Pt against surgeons wishes continued to smoke half a pack a day of cigarettes after this initial surgery. On (B)(6) 2015, the revision of this previous surgery occurred. Both vectra plates were removed without issue. Both levels were burred down to remove the cervical spacer which was mostly in pieces upon removal. Surgeon took a left anterior hip graft and cut spacers for c3-4 and c6-7 levels of approx. 7mm and graft was inserted into the newly prepared disc spaces. A 14 mm plate was inserted into the upper c3-4 level with two 4.5 x 12 mm self drill screws and four 4.5 x 14 mm self drill screws were placed until clips were visible. Surgeon was satisfied with the revised levels and placement of the implants. Xray confirmation showed good placement. 08/28/15: graft serial number rec'd.